Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a thumping, shocking sensation when laying on their left side. It was determined that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv). The patient was seen in office and minor amounts of stimulation were observed when the patient would bend completely over. Lead output was reduced and the lead remains in use. No further patient complications have been reported as a result of this event.